Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular lead exhibited increased threshold. Upon review, one non-sustained right ventricular oversensing episode was noted. The oversensing was due to suspected lead noise. The noise was unable to be reproduced in clinic. The patient was stable throughout and will continue to be monitored.